Event description:
20g right ac IV access infiltrated at the end of the injection for a CT angio chest exam. The images were good for the exam, the IV access was removed and the rn was notified to put ice at IV site. Approximately 15cc contrast and 20 cc saline infiltrated.